Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ion-selective electrode (ise) sample transfer unit and performed rotary alignments to resolve the issue. (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous ise (ion selective electrolyte) patient results with ¿g¿ flag error. The results were not reported outside of the lab. There was no change in patient treatment in association with this event. Quality control was within the laboratory¿s established ranges prior to event.